Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The suspected cause of the incontinence is wear and tear over long period of time. A surgical procedure was performed to remove and replace the aus. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.